Manufacturer narrative:
It was reported that the device failed the self test and showed the error messages: ¿drive fan 1 and 2 defective¿, ¿ac supply fan defective¿ and ¿housing fan 1 and 2 defective¿. The failure occurred during service. The device caused the complaint and was not able to work as per factory¿s specifications. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-22. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error messages "drive fan 1 defective", "drive fan 2 defective", "ac supply fan defective", "housing fan 1 defective" and "housing fan 2 defective" could be confirmed on the date of event. Another sensor panel with the same failure was already investigated by getinge life cycle engineering (lce) on (B)(6) 2017. The output of both power switches v73 and v76 were defective. Therefore no function of the fans could be detected. The most probable root cause for this defect is a failure caused by electro-static-discharge (esd). Furthermore in the instruction for use (chapter 2.2.1 general risks in the use of heart-lung support systems) it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2020-08-21 to 2023-05-22. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-08-21. Based on the results the reported failure "error messages: drive fan 1 and 2 defective, ac supply fan defective and housing fan 1 and 2 defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the device failed the self test and showed the error messages: ¿drive fan 1 and 2 defective¿, ¿ac supply fan defective¿ and ¿housing fan 1 and 2 defective¿. The failure occurred during service. No harm to any person has been reported.